Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a broken grip at the grip base. A piece approximately 0.66" x 0.18" was found to be broken off the yaw pulley. The broken piece was returned. This is associated to excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tip broke off. The user continued and completed the procedure with no further issue reported. No known impact or patient consequence was reported.